Event description:
It was reported when using the bd pyxis medstation system the patient orders were not crossing to pyxis. The customer reported that patients orders were not profiling, stock outs and refills were not crossing to logistics. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not crossing to pyxis. The technical support specialist confirmed that this issue might be resolved on the same day. The system functioned as intended after the technical support specialist troubleshot the device.